Event description:
While utilizing the proximate cutter/stapler one side of the cut was stapled as intended, however the other side only stapled approximately 20% of the intended area. FDA safety report ID# (B)(4).